Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 540 mg/dl at the time of incident. Customer¿s other blood glucose level was 380 mg/dl. Customer also stated that the reservoir had air bubbles at the bottom. The size of the air bubble was like straw. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The reservoir and insulin pump will not be returned for analysis.